Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site due to the size of the implant. The ipg was explanted and replaced with a smaller ipg. Effective therapy was restored post operation and the pain is now resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.